Manufacturer narrative:
Device out of warranty; no request for manufacturers service.

Event description:
The customer reported the ventilator failed pre-operational system pressure testing. Failure to build pressure during normal ventilation mode may result in hypoventilation. As the device was out of warranty, the hospital biomedical engineer contacted manufacturers product support (pse) for assistance. Pse advised the biomedical engineer to inspect the unit to determine if there is a leak in the system. The biomedical engineer later reported performing extended self testing after inspecting the unit and the unit passed testing. The biomedical engineer reported there were no parts replaced.